Manufacturer narrative:
Device noted as returned. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Catalog numbers and lot codes of other devices listed in this report: device name#std mitch trh cp sz 52/58 ; cat#mac-9988-5258 ; lot#fm-63060-004, device name#mitch trh md hd sz52+0 ; cat#mmh-9988-0052 ; lot#fm60276.

Event description:
Patient was revised due to high metal ion levels. Exeter/mitch combination revised.

Manufacturer narrative:
Reported event: an event regarding corrosion and abnormal ion level involving an exeter stem was reported. The corrosion event was confirmed via evaluation of the returned device. Abnormal ion level was not confirmed. Method & results: -product evaluation and results: visual inspection: visual inspection of the returned device indicated that the trunnion of the stem is damaged. This damage was consistent with the interaction between the head taper and stem trunnion. Black debris was also observed on the stem trunnion. The appearance of the debris is consistent with a corrosion product and material transfer from the head/biological material. Plastic surface deformation consistent with micro-motion at the stem-cement interface was also observed on the body of the stem in addition to damage consistent with contact with explantation tooling. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to high metal ions. Visual inspection of the returned device indicated that the trunnion of the stem is damaged. This damage was consistent with the interaction between the head taper and stem trunnion. Black debris was also observed on the stem trunnion. The appearance of the debris is consistent with a corrosion product and material transfer from the head/biological material. Plastic surface deformation consistent with micro-motion at the stem-cement interface was also observed on the body of the stem in addition to damage consistent with contact with explantation tooling. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient was revised due to high metal ion levels. Exeter/mitch combination revised.